Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the caller successfully reset it without the malfunction code recurring. The customer was informed to continue using the pump and to call back if the issue recurs.